Event description:
It started with pre menopause symptoms about 7 years ago, I was 39 years old. Hair loss, hot flashes, inconsistent periods. Then extreme fatigue, brain fog, aches pains, tingling limbs, vision problems, ibs and extreme inflammation. Arthritis and fibro, heart palpitations, and rapid aging, feeling of impending doom, depression and then full blown panic disorder last year as I felt like I was dying. A holistic health coach turned me to celery juice and plant based eating and that helps a bit. Mentor and j&l should be held responsible and made to pay for their customers to explant! We were mislead misformed and lied to! I personally have zero resources and no medical insurance to have these toxic sacs removed and must now live a debilitating life because of another's negligence! Please offer some hope!